Event description:
It was reported that, dr tightened down inner shaft during a removal operation and the inner shaft snapped upon his attempt to back on screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.